Event description:
It was reported that during an afib ablation procedure after a difficult transseptal, it was noticed that the patient's blood pressure dropped and ice confirmed a pericardial effusion. A pericardiocentesis was performed. The patient was in stable condition and transferred to ICU.

Manufacturer narrative:
The concomitant products: lasso: model # unknown, lot # unknown. Soundstar: model # unknown, lot # unknown. Coronary sinus catheter: model # unknown, lot # unknown. Carto 3: model # m-4800-01, (B)(4). Stockert: model # m-5463-01, (B)(4). Coolflow pump: model # m-5491-02, (B)(4). (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Correction: the correct product name is ez steer/bi-directional thermocool nav. Manufacturer ref (B)(4).